Event description:
On 05/15/2012, 3m espe was informed of a case in which three s1011 drills broke during placement of implants in a (B)(6) male pt. All three broken drill fragments were left in place. No info on the density of the pt's bone was provided to 3m espe.